Event description:
It was reported that during a percutaneous peripheral intervention procedure a guide wire tip detachment and coating issue occurred. The heavily calcified and tortuous target lesion was located in the tibial artery. A .018 support catheter and a 300cm v-14 guide wire were placed at the target lesion. A atherectomy was performed with a non bsc device. During the attempt to remove the v-14 guide wire from a .018 support catheter the guide wire would not pull back and as a result the "whole system" was pulled out. After removal of the v-14 guide wire , it was noted that the tip of the wire had detached and outer coating had separated from the inner core. The procedure was completed the same .018 support catheter and another of the same v-14 guide wire. No device fragments remained inside the patient's anatomy. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a kink in the body at 211.5 cm from the proximal end. Additionally several kinks in the distal tip starting at 4.5 cm from the tip, also the polymer sleeve is shredded at 1.5 cm from the distal end. The total length of the wire was 300.3 cm. Device appears to have been pulled/pushed against resistance. There is no evidence of core wire fracture. The guide wire is within outer diameter specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure a guide wire tip detachment and coating issue occurred. The heavily calcified and tortuous target lesion was located in the tibial artery. A .018 support catheter and a 300cm v-14 guide wire were placed at the target lesion. A atherectomy was performed with a non bsc device. During the attempt to remove the v-14 guide wire from a .018 support catheter the guide wire would not pull back and as a result the "whole system" was pulled out. After removal of the v-14 guide wire , it was noted that the tip of the wire had detached and outer coating had separated from the inner core. The procedure was completed the same .018 support catheter and another of the same v-14 guide wire. No device fragments remained inside the patient's anatomy. No further patient complications were reported and the patient's status is ok.